Event description:
A software deficiency in the national biomedical computer (nbcs) allowing the user to create two donor records with the same social security number (ssn) in "dmis" was identified during a routine query of duplicate donors by ssn.